Event description:
It was reported that the lead was capped and replaced due to externalized conductors observed via x-ray. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).